Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 4 hours and the date was off by 1 day and have been inaccurate for approximately a week. The customer alleged the time/date were not reset after turning the pump back on after it had not been in use for a period of time. The customer did not know how long the pump had been in use with the incorrect time and date. Blood glucose was 132 mg/dl. Tandem technical support assisted the customer with resetting the time/date.